Event description:
Pump declared an altitude alarm, impacting insulin delivery as it caused insulin suspension due to altitude alarm condition. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to gently clean the speaker holes and reconnect the current cartridge, but insulin could not be resumed. Loading a new cartridge did not resolve the issue, and the alarm recurred within five minutes, prompting technical support to advise waiting two hours to see if additional moisture would evaporate and planned follow-up.